Event description:
It was reported that during an unrelated surgical procedure, noise resulting in oversensing was noted on the device. The physician considered the noise to be due to the surgical procedure. Abbott technical support was contacted, however, no intervention was required. Later, the device was electively explanted and replaced due to normal battery depletion during another unrelated procedure. The patient was in stable condition.